Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate but he could not confirm the reported issue. The customer informed the technician that the operator was able to clear the message by turning off the system and turning back on. A serial read-out of the pump has been provided and an analysis has been conducted by livanova (B)(4) investigator. Results revealed that an error message appeared at the time of the reported event. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system displayed an error message during procedure. The perfusionists switched the pump and the same error code was displayed. There was no report of patient injury.